Manufacturer narrative:
(B)(6). Device was returned and evaluated. Product passed functional testing with no erratic pressure or flow problems. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw output (specs +/- 15mmhg) and zero output (specs +/- 5 mmhg) readings normal and well within specs during all tests. No problem found. (B)(4).

Event description:
It was reported that during a shoulder scope procedure using an arthroscope, that the cassette did not fit optimally into the pump. It was also reported that during the procedure the pump pressure got very high and as a result the patients shoulder "blew" up very fast. There was no harm to the patient only the time of the shoulder returning to his original size took bit longer. It is unknown whether a backup device was available. (B)(4).